Manufacturer narrative:
A ge service rep performed an onsite investigation. The emergency button on rui console was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a motion disabled error message and that the control panel was disabled. This would lead to loss of motorized movements. Complete loss of motorized functionality may result in inability to obtain images. There is no report of death or serious injury.